Manufacturer narrative:
Evaluation summary: customer report of calcification and stenosis were confirmed. X-ray demonstrated heavy calcification on leaflets 2 and 3, and wireform distortion around leaflet 3. Heavy host tissue overgrowth encroached onto the tissue and created a ring around the orifice at the greatest distance of approximately 8mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet 2 had a 3mm non-transmural cut near commissure 2 at the outflow aspect. The cut had a straight and even edge. The sewing ring was cut around leaflets 1 and 3, and exposed the wireform at the inflow aspect. Hematomas were observed on the outflow aspect of leaflets 2 and 3. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, it was determined that the root cause of this event was due to heavy calcification on leaflets 2 and 3 as demonstrated in the device evaluation. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
It was reported that this patient with a 23 mm pericardial aortic valve was explanted after an implant duration of five (5) years and 10 months due to aortic stenosis secondary to calcification. The explanted valve was replaced with a non-edwards bioprosthetic valve. Per medical records, there was severe myocardial and pericardial adhesions. The previous aortic valve was sharply excised. Debridement of the annulus was performed. The previous aortic valve was calcified and this was the cause of the stenosis. The valve was sized and a 25 mm non-edwards bioprosthetic valve was deployed. The valve was seated and sutures were tied and cut using the cor-knot system. The right and left coronary ostia were free of obstructions. The patient was weaned from cardiopulmonary bypass initially with epinephrine followed by no inotropic support. The patient maintained an adequate blood pressure and cardiac index. Protamine was given and the patient was decannulated. The patient remained stable and returned to the surgical ICU. The patient was deemed stable for discharge to subacute rehabilitation on pod #9.